Event description:
It was reported by the surgeon that he observed broken screws and a revision surgery was performed.

Manufacturer narrative:
Method: risk assessment. Results: the reported oasys 3.5 x 22mm pa screw medial (cat# 48555322) was confirmed to be broken per the correspondence and x-rays, however only one of the two screws involved was returned for inspection. The surgeon observed broken screws post operatively. Therefore, a revision surgery was necessary. The provided patient information stated that the patient went swimming almost every day post operatively. Therefore, the cause of the reported event is likely due to the activity of the patient. Strenuous activity postoperatively can cause the implant to break due to constant fatigue or load on the implant. Conclusion: the cause of the reported event is likely due to the activity of the patient. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial.

Event description:
It was reported by the surgeon that he observed broken screws and a revision surgery was performed.